Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient injected in the golgo line (nasolabial folds) with 1 cc of juvederm vista volift xc and in the jw1, jw4, and c2 (jaw and chin) with 1.2 cc of juvederm vista volux xc. Three days later, the patient experienced a ¿nodule, pain, redness, itching, and swelling¿ at the jw4. Unspecified treatment was provided. The event is ongoing.